Event description:
The release of the stent was not possible.

Manufacturer narrative:
Currently awaiting the return of the device for evaluation. A device history record review was performed and the device was found to have met all internal specifications without any deviations.